Event description:
It was reported that during a da vinci-assisted pancreatectomy surgical procedure, the harmonic ace instrument failed to be recognized. The procedure was completed using a backup harmonic ace instrument with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of broken blade to be related to the customer reported complaint. The instrument was found to have a blade broken. The blade broke at roughly 0.21¿ from the base. Broken piece was not returned.